Manufacturer narrative:
H3/h6: the software analysis was completed. The automated trajectory guidance unit was found to be disconnected with system, it was suspected that this might have caused the targeting unit to go black. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: 0223, ubd: , UDI#: ; product ID: 9735737, version #: 2.1.0, ubd: , UDI#: ; product ID: 25650, serial/lot #: -, ubd: , UDI#: h3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Codes: b01, c19, d14 the logs were received for analysis and are currently under review. Codes: b21, c21, d16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an automated trajectory guidance unit being used during a cranial biopsy procedure. It was reported that the targeting unit screen went black. While in surgery the targeting unit screen went black. They had the targeting unit at trajectory when the health care professional wanted to move the arm. After moving the arm they went to send the automated trajectory guidance unit to the trajectory again when the screen went black. They rebooted the system and they able to continue with the case as normal. There was no delay to the case. No reported impact to the patient.